Event description:
The pt reportedly experienced a sudden loss of lock in late 2007. External equipment was exchanged. However, the problem was not resolved. Testing performed in early 2008 showed that the device was not functioning. Surgery to explant the pt's c1 device will be scheduled.